Manufacturer narrative:
Information has been corrected which was not correct in the initial report. The information has been provided with this report.

Event description:
The customer attempted to treat low blood glucose with orange juice, but blood glucose remained low and the customer passed out for three hours and was found by brother. The customer was transported to the hospital via ambulance on (B)(6) 2020. The customer was not hospitalized but was in the emergency room for one day. The customer reported to have been experiencing low blood glucose for two months.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08690 inches. The test p-cap locks properly in place in the reservoir compartment noted. Device received with broken belt clip rails, cracked case corner of the belt clip rails near the battery compartment, missing display window cover, pillowing keypad overlay and cracked select button keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was visited to emergency room and then hospitalized due to low blood glucose on (B)(6) 2020 with blood glucose of 20 mg/dl and current blood glucose value was 153 mg/dl. The customer was treated with 4 glucose pens in ambulance and 5 glucose pens in hospital but blood glucose did not come back up and he passed out. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer reported that auto mode feature was active and automatically adjusting insulin delivery at time of low blood glucose event. The insulin pump will be returned for analysis.